Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was leakage from the suction port of the lopez valve.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "caution: read all instructions prior to use. Non-sterile/single patient use - do not sterilize. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. For use with nasogastric sump tubes en0056000 lopez valve® instructions for lopez valve 1. Attach medication port cap to side ¿c¿. 2. Turn valve to position one and attach ng tube to side ¿b¿. 3. Attach suction tube to side ¿a¿ if suction is desired. 4. To administer medication, remove cap. Attach syringe to side port, push and twist until tight and turn valve to position four. Flush valve per facility protocol following administration. 5. Return valve to position one when complete to avoid leakage caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician." The device was not returned.

Event description:
It was reported that there was leakage from the suction port of the lopez valve. Per follow up with the complainant via voicemail on oct 1 2018 the lopez valve was connected to a feeding tube at the time of the leak.